Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of the patient who was implanted with a neurostimulator for spinal pain. It was reported that there was swelling at the implantable neurostimulator pocket site and it was hard/firm. The health care provider had told them that it was installed wrong and was sticking out. An infection was confirmed. This had occurred on (B)(6) 2016. The health care provider had not given any medication or anything and the patient was told to get into contact with the manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.